Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood glucose levels. The caller removed the infusion set and discovered that the cannula was bent.